Event description:
It was reported that the patient presented to the hospital remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) had several inappropriate automatic mode switch episodes due to far field r wave over-sensing. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.